Event description:
A surgeon reported that blood was seen coming from the iris during the phacoemulsification stage of a cataract with iol (intraocular lens) procedure. Add'l info was requested, but the site was unwilling/unable to provide any add'l info.

Manufacturer narrative:
No sample was returned for eval for possible defect causing blood from iris. No lot number was identified with this complaint; therefore, the mfg device history record (DHR) for this complaint could not be reviewed. No malfunction can be confirmed because the root cause is unk. All phaco tips are 100% visually inspected by trained operators at the end of the mfg process to release of the product. (B)(4).